Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: two photos were provided for evaluation. The two photos show cannula blunt plastic with tip bent. The symptom has been confirmed. Due to the lack of batch# no additional investigation can be performed. We continue monitoring the production of this product as well as product inspections. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: this would have happened during the multivac packaging process. The bottom web is formed to create a kind of nest and the part is placed in the "nest". Then the top web is placed, and the blister is sealed. In this case the part with the needle bent stayed longer time exposed to the heat sealing the top web, this would have happened while the process was stopped. The part with the needle bent was not detected. Rationale: CAPA no required at this time.

Event description:
It was reported that bd¿ blunt plastic cannula was bent on 2 occasions before use. The following information was provided by the initial reporter: bent cannulas were found.